Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial (B)(4), product type: screening device. Product ID: 977d260, serial (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient with an external neurostimulator (ens). It was reported that the patient had their trial leads pulled on (B)(6) 2018. The patient had sharp pain and then no feeling in their legs. The patient was flown to the hospital where surgery was performed, likely on (B)(6) 2018. The patient¿s doctor confirmed that the patient had paralysis from the waist to the legs. No further complications are anticipated.